Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 375 mg/dl while wearing the pod between 5 and 24 hours. The patient indicated that the cannula had been inserted but later came out of the skin. Symptoms reported include nausea, vomiting, and diarrhea. The patient was admitted to chr verviers where diabetic ketoacidosis was diagnosed, and the patient was hospitalized for one day and one night. Medical treatment included forxiga, insulin therapy, and toujeo. The patient was discharged on (B)(6) 2026. The pod reportedly remained worn during medical intervention.